Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that right after completion of a patient procedure, after moving the patient support out and down, the head holder was observed to be too close to the gantry. A philips field service engineer (fse) confirmed there was no harm to a patient or operator due to this issue.

Manufacturer narrative:
(B)(4) on (B)(6) 2014, the customer, (B)(6), reported that while attempting to unload (out/down) the patient from the patient support after completing a clinical procedure, the operator noticed that the head holder on the patient support came very close to the gantry cover. A philips field service engineer (fse) stated that the operator informed him of this event while he was on site on (B)(6) 2014 for a service visit. The operator confirmed that there was no collision between the gantry cover and the head holder, and that there was no harm/injury to the patient, operator or bystander due to this event. The fse further stated that there was about a 1-inch gap between the head holder and the gantry cover before the operator realized it was too close and stopped the patient support motion. The fse inspected the system and found that the absolute and relative encoder were out of synchronization. The fse recalibrated the absolute encoder and adjusted the rear limit switch to resolve the issue. There was no part replacement. After the service, there have been no further recurrences at the site; the system is fully operational. The fse did not provide any log files/bug reports for engineering assessment. CT engineering investigated the issue and determined that the issue is of acceptable risk and would not be likely to cause or contribute to death or serious injury if the malfunction were to recur since the gap between the head holder and the gantry was 1 inch, which is within iec specification (see mitigations below). The following mitigations are applicable in this case: limit couch and tilt motion to provide acceptable gap (per iec60601-1 3rd edition, finger clearance) between the couch and the gantry for preventing finger trapping. These limitations are to be measured when the couch is not loaded. Instruction in instruction for use to watch patient during all movement. Ingenuity CT (small bore, extended couch) shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: table extension (a.k.a. Foot extension), flat head holder, elevated head holder, radiology flat top, therapy flat top brilliance 16, brilliance 64, ingenuity (CT, core or core128) (small bore, standard or bariatric couch) shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: table extension (a.k.a. Foot extension), flat head holder, elevated head holder, radiology flat top. It is accepted to have the foot extension with clearance of less than 25mm, when in unload position big bore shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: table extension (a.k.a. Foot extension), flat head holder, radiology flat top, therapy flat top the foot extension and foot extension pad shall have a warning label to warn the user of finger trapping. Risk mitigated by: operator training and manuals, CT box enable button required beyond 100mm horizontal, horizontal force limited to 40# maximum. The fse recalibrated the absolute encoder and adjusted the rear limit switch, to resolve the issue. Since no bug reports/log files were available for engineering investigation, a root cause could not be determined.